Event description:
It was reported that during an av access procedure, the catheter allegedly separated / detached at the distal end near the balloon prior to deployment. The physician was able to remove the device within the sheath and used another pta balloon dilatation catheter to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The result of the investigation was inconclusive as the complaint sample was not returned. Root cause is unknown. The current IFU (instructions for use) states: warning: if resistance is met during manipulation of the catheter, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.